Event description:
It was reported that 3 bd micro-fine ultra¿ insulin pen needles broke off during use with the omnitrope pen. The following information was provided by the initial reporter, translated from french: "the customer of the pharmacy claims 3 needles of reference 325107 of lot 2074836 broken during use: omnitrope pen."

Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. H3 other text : see h10.

Manufacturer narrative:
Device evaluated by MFR. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd micro-fine ultra¿ insulin pen needles broke off during use with the omnitrope pen. The following information was provided by the initial reporter, translated from french: "the customer of the pharmacy claims 3 needles of reference 325107 of lot 2074836 broken during use: omnitrope pen."